Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during an open breast biopsy using the focus, after completing the case, noticed a superficial burn around the edge of the incision. The doctor resolved the issue by using a scalpel to slice off the burned portion of the skin along the edge of the incision before closing the incision with suture. The focus device was disposed of. No device to be returned. Patient's information was requested but little was provided.additional information: doctor told rep that the burn was very superficial and it was on the skin edge of the incision site. There was no plastic surgeon consult as the burn was minor.